Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the difficulties were likely due to case circumstances. It may be possible that the lock was unlocked and the thumbwheel was inadvertently rotated causing the stent to partially deploy; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily tortuous lesion in the left superficial femoral artery (sfa). The 7.0x60mm absolute pro self expanding stent system was advanced without resistance; however, it was noted that the stent started to deploy prior to reaching the target lesion. The device was retracted with no issue and replaced with another stent to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.